Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one pitch cable was loose at the distal clevis hub. Both cable crimps remained installed in the clevis. The instrument's housing was opened and there were no loose pulley screws or broken cables. Failure analysis investigation also found the following damages to the instrument: the instrument's pitch cable at the distal clevis hub opposite the side of the loose cable was frayed. There was no damage to the clevis. The grip cable at the distal idler pulley was derailed; however, the grips still opened and closed, but the movement may not be precise. The derailed cable likely occurred as a result of the cable loosing contact with the pulley during wrist articulation. The distal end of the instrument's main tube had various scratches and abrasions will light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. The edge of the instrument's distal pulley exhibited mechanical indentation and the surface had visible scratches on the surface of the pulley. It was concluded that the damage to the pulley was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, one of the cables on prograsp forceps instrument was observed to be loose. There was no report that any fragments from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.